Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical record review: a g2 vena cava filter was deployed for a preoperative diagnosis of left lower deep vein thrombosis. The deployed filter was placed via the right common femoral vein. Inferior venacavagram performed during filter deployment revealed patency of the proximal right iliac and vena cava. There was no flow seen in the left iliac vein. Renal vein was not identified up to the level of l1. The filter was placed over the l2, hemostasis was obtained. This was followed by chemical and mechanical thrombolysis of the left popliteal, superficial femoral, common femoral and iliac veins, angioplasty and stent placement of the left iliac vein times two. The patient was discharged on coumadin. Approximately seven years post deployment, the patient presented with deep vein thrombosis to the level of the ivc filter and had partially/fully occluded the filter and stent. The dvt developed following a cardiac catheterization procedure, the patient's coumadin had been withheld. A CT scan of the abdomen and pelvis a month prior indicated the ivc filter had perforated the caval wall and the patient had thrombosis in the right leg. It was also noted there was near stenosis of the ivc at the level of the apex of the filter. The stents were also occluded. Approximately seven years and five months post ivc deployment, the patient presented for removal of the bard g2 filter with a concurrent procedure for thrombolysis. The patient was found to have a large lower extremity dvt to the level of her ivc filter and was partially-fully occluding the ivc filter and stent. The patient was admitted to the osuwmc for removal of the ivc filter and directed thrombolysis with vir. The patient was admitted to the sicu post procedure for monitoring. The patient was discharged the following day in good condition and was to continue taking lovenox. The retrieval report was not provided for review, the current condition of the patient is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately seven years post deployment, the patient presented with deep vein thrombosis to the level of the ivc filter and had partially/fully occluded the filter and stent following a cardiac catheterization procedure. A CT scan a month prior had shown the ivc filter had perforated the caval wall. Therefore, the investigation is confirmed for perforation of the ivc and occlusion of the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the patient experienced perforation, severe stenosis secondary to the ivc filter, and the patient was admitted to sicu for monitoring post filter retrieval. The device was removed. The status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. A g2 vena cava filter was deployed for a preoperative diagnosis of left lower deep vein thrombosis. The deployed filter was placed via the right common femoral vein. Inferior venacavagram performed during filter deployment revealed patency of the proximal right iliac and vena cava. There was no flow seen in the left iliac vein. Renal vein was not identified up to the level of l1. The filter was placed over the l2, hemostasis was obtained. This was followed by chemical and mechanical thrombolysis of the left popliteal, superficial femoral, common femoral and iliac veins, angioplasty and stent placement of the left iliac vein times two. The patient was discharged on coumadin. Approximately seven years post deployment, the patient presented with deep vein thrombosis to the level of the ivc filter and had partially/fully occluded the filter and stent. The dvt developed following a cardiac catheterization procedure, the patient's coumadin had been withheld. A CT scan of the abdomen and pelvis a month prior indicated the ivc filter had perforated the caval wall and the patient had thrombosis in the right leg. It was also noted there was near stenosis of the ivc at the level of the apex of the filter. The stents were also occluded. Approximately seven years and five months post ivc deployment, the patient presented for removal of the bard g2 filter with a concurrent procedure for thrombolysis. The patient was found to have a large lower extremity dvt to the level of her ivc filter and was partially-fully occluding the ivc filter and stent. The patient was admitted to the osuwmc for removal of the ivc filter and directed thrombolysis with vir. The patient was admitted to the sicu post procedure for monitoring. The patient was discharged the following day in good condition and was to continue taking lovenox. The retrieval report was not provided for review, the current condition of the patient is unknown. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the patient experienced perforation, severe stenosis secondary to the ivc filter, and the patient was admitted to sicu for monitoring post filter retrieval. The device was removed. The status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical record review: a vena cava filter was deployed for a preoperative diagnosis of left lower deep vein thrombosis. The deployed filter was placed via the right common femoral vein. Inferior venacavogram performed during filter deployment revealed patency of the proximal right iliac and vena cava. There was no flow seen in the left iliac vein. Renal vein was not identified up to the level of l1. The filter was placed over the l2; hemostasis was obtained. This was followed by chemical and mechanical thrombolysis of the left popliteal, superficial femoral, common femoral and iliac veins, angioplasty and stent placement of the left iliac vein "times two". The patient was discharged on coumadin. Approximately seven years post deployment, the patient presented with deep vein thrombosis that developed following a cardiac catheterization procedure; her coumadin had been withheld. A CT scan of the abdomen and pelvis a month prior showed the ivc filter had perforated the caval wall and the patient had thrombosis in the right leg. Also noted was near stenosis of the ivc at the level of the apex of the filter secondary to the filter. The stents were also occluded. Approximately seven years and five months post ivc deployment, the patient underwent removal of the inferior vena cava filter with concurrent procedure for thrombolysis. The retrieval report was not provided for review, the current condition of the patient is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately six years and ten months post deployment, CT scan showed the ivc filter had perforated the caval wall. Therefore, the investigation is confirmed for perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the patient experienced severe stenosis secondary to the ivc filter. The device was removed. The status of the patient is unknown.